Event description:
A customer contacted beckman coulter (bec) reporting a reagent probe b leak in the unicel dxc 600i synchron access clinical instrument. The customer was alerted with the following messages and errors during this event: "chemistry cartridge (cc) cuvette not dry before first reagent dispense, blood urea nitrogen (bun) calibration failure, and controls were reading suppressed out of instrument range (oir) low and reaction rate low." Upon troubleshooting the errors, the customer observed approximately 5 milliliters of fluid on the reagent drip tray. The leak was contained to the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of the incident. The material safety data sheet (msds) was reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
The customer discovered that the fluid line fitting on top of reagent probe b loose. The customer tightened the fitting which resolved the issue. The customer indicated to bec that the fitting had become loose on its own and no maintenance was performed prior to discovering the leak. (B)(4).